Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted int the abdomen. According to the reporter, on (B)(6) 2026, when the patient woke up the blood glucose reading on the cgm was normal. However, a few hours after the patient experienced vomiting and a stomachache. A fingerstick was taken and the cgm reading was 9.1 mmol/l, and the blood glucose reading was 22.4 mmol/l. The patient was brought to the hospital and was treated with intravenous fluids. The patient was discharged after 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.